Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14852 and 3006705815-2022-14853. It was reported the patients ipg reached end of life and the leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced and the leads repositioned to the correct location.